Event description:
Hosp personnel were attending to an end stage cancer pt in a code situation. External pacing was initiated however allegedly the pacing current would not increase above 0ma. A back up device was obtained and used to continue treatment. The pt was not resuscitated. The rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rptr's assessment of the pt's viability and the availibility of a back up device.